Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was detaching. The following information was received by the initial reporter with the following the verbatim: "we have had multiple reports of one of our tubing filters falling apart.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.